Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that a gamma nail, lag screw, and locking screw were removed preparatory to a tha at an undetermined point in the future due to pain and progression of an existing condition of arthritis.